Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during follow up, it was discovered that the talent device had migrated completely into the sac and a type ia endoleak was identified. The migration was due to neck dilatation. The physician decided to perform an intervention and cuff up to the renal arteries since the aneurysm was increasing in size. Two valiant stent grafts were used for the intervention. During the removal of the first valiant delivery system the nose cone became lodged into the previously implanted limb. The nose cone broke loose and floated up into the thoracic area. The physician was able to snare and retrieved the nose cone after a lot of effort. Due to the removal difficulties the patient suffered a large amount of blood loss and the physician had to surgically repair the battered femoral artery. No additional clinical sequelae were reported and the patient is doing fine. The review of several still angio images revealed that the talent bifurcate was positioned within the bottom of the aaa sac. The device appeared to have folded over itself at the flow divider and was kinked approximately 90 deg to the limbs. The patency thorough both limbs could not be assessed from the images provided. Images during the valiant cuff implant and delivery system removal, including the reported tip detachment, were not provided.

Manufacturer narrative:
(B)(4).